Event description:
The pacemaker involved in this complaint was implanted on (B)(6) 2012. Approximately one hour after implantation, pacemaker was interrogated and it was found in standby mode (backup mode). It was then automatically re-initialized by the programmer. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.